Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. A sample from the patient was not available for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys pth immunoassay on a cobas 8000 e 801 module. The patient suffers from adipositas and is currently participating in a study related to adipositas surgery. It was asked, but it is not known if an incorrect result was reported outside of the laboratory. The patient sample initially resulted with a pth value of 1593 pg/ml. The sample was sent to another laboratory for testing with the siemens pth intact assay, resulting with a value of 71.0 pg/ml. The 71.0 pg/ml value fits well with the clinical expectations of the patient. The e 801 analyzer serial number is (B)(4).